Event description:
A report was received on 27 sep 2023 from the home therapy nurse (htn) of a 72 year old male patient with a medical history including diabetes and end stage renal disease, who stated the patient experienced restlessness, nausea, vomiting, hypotension, sweating, and chills during an in-center hemodialysis treatment on (B)(6) 2023. Additional information was received on 28 sep 2023 from the home therapy nurse (htn) who stated the patient experienced symptoms approximately thirty minutes into treatment. 300cc of saline was administered, treatment was terminated, and symptoms resolved. There is no report of medical intervention being required and the patient has recovered without sequelae. The htn stated the patient plans to resume therapy using a dialyzer from a different manufacturer.

Manufacturer narrative:
Regulatory report number: mw5145530. No lot number was provided and no product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.